Manufacturer narrative:
Additional information received. One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of error code 10001 was verified. The event log does not show any related errros. The microprocessor unit was replaced in service as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Update from customer. All issues discovered during testing. No patient involvement.

Event description:
Information was received that a cadd prizm had an error code of 10001. No patient adverse effects were reported.